Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No further information is expected. It was reported that there was no sleeve on the balloon. The device was stored and handled according to the IFU. Reportedly there was no damage noted to the box, pouch, hoop or balloon sleeve. The package was opened however it was noted that the balloon was not covered with a sleeve. There was no patient involvement. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. No external or internal packing was returned. The device arrived back with the sleeve still on the balloon. An attempt was made to remove the balloon sleeve but this was unsuccessful due to a kink on the sleeve 25mm from the end of the sleeve. The hub was printed as expected and no visual defects were observed. There was a break noted on the outer at the balloon proximal bond point. The total length of the break is approx. 65mm. The inner was stretched by approx 65mm. The device arrived back with many knots on inner. No visual inspection was done on the balloon due to the sleeve being stuck on the device. No visual defects were observed on the distal tip. No functional examination was carried out on the device as it was not applicable to the complaint. The result of the investigation is unconfirmed for the reported failure mode of "component missing". The device arrived back with the stent sleeve present on the balloon. The evidence of the kink on the sleeve is likely linked to the break in the device at the proximal bond. It implies that handling techniques may have been a contributory factor during sleeve removal. Based on analysis performed no additional action is required at this time. The IFU states: (a) device description the savvy® long percutaneous transluminal angioplasty (pta) peripheral catheter family are a non-reusable coaxial design catheter with a semi-compliant balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a through lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. (B) indication for use the savvy® long catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. (C) directions for use. Inspection and preparation note: a 0.018¿ (0.457 mm) guidewire must be inserted in the savvy® long catheter across the balloon during any inflation of the balloon. ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. Warning: after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and with applicable local, state and federal laws and regulations. (B)(4).

Event description:
It was reported that there was no sleeve on the balloon. The device was stored and handled according to the IFU. Reportedly there was no damage noted t the box, pouch, hoop or balloon sleeve. The package was opened however it was noted that the balloon was not covered with a sleeve. There was no patient involvement.